Event description:
Screw fell off into pt cavity. Interoperative x-ray was needed to remove screw. Has had screw in korrison tightened several times by local repair company but is continually loosening and falling out.